Event description:
The customer obtained false negative results with the ortho provue analyzer while performing antibody screen testing on a patient sample containing anti-m. The customer indicated that the provue interpreted the test result as negative. Testing performed on the same sample using the manual gel method confirmed positive reactivity. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive cause was determined. The customer indicated that the incident was isolated and therefore did not require service. Daily qc was acceptable. The patient's test results did not match manual gel results, preventing erroneous test results from being released. Gel cards reacted as expected. No incidents have been logged against this analyzer.